Event description:
Spouse of home patient (hp) reports pt line of homechoice set became disconnected from transfer set during apd treatment. Baxter tech assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per spouse of hp.